Event description:
Customer called in stating that she was unsure why her blood glucose levels (bg's) were high. Her bg's fluctuated between 101 - 409 mg/dl while wearing this pod. She wore the pod for approximately 17 hours before taking it off and starting a new pod. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.